Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the guidewire core wire was noted to be kinked/bent 6cm from the proximal end. The distal tip nitinol tubing and core wire were noted to be fractured. The distal coil was noted to be stretched 1 cm from the tip. The nitinol tubing was noted to be fractured 18cm from the tip. Functional inspection was not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that the operator shaped a 2m guidewire and brought a pro18 to reach the location. Then withdrew the guidewire and prepared to shape it again but the operator found the proximal of guidewire was kinked. Additional information provided by the customer indicated that continuous flush was set up and maintained throughout the clinical procedure, the patients anatomy was moderately tortuous. The guidewire was returned and it was confirmed that the proximal end of the guidewire was kinked, conforming the reported event. It was also noted that there was fractures and stretching noted to the distal nitinol tubing of the guidewire. It is probable that the proximal section of the guidewire was kinked as a result of handling of the device during the attempt to remove the guidewire, therefore an assignable cause of handling damage will be assigned to the as reported and as analyzed "guidewire proximal section kinked/bent". It is probable that there may nave been forces applied to the guidewire during retrieval of the wire from the anatomy, causing the guidewire distal end to stretch and fracture. An assignable cause of procedural factors will be assigned to the as analyzed "guidewire distal tip stretched" and "guidewire distal tip broken/fractured during use", as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
Analysis of the returned device found that the subject guidewire tip was broken/fractured during use. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully.